Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon is reporting a disassociation of inlay from cup. Left side affected. Doi: (B)(6) 2013, dor: (B)(6) 2020. Revision of inlay and head.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2011, left hip resurfacing, status post cancellous bone grafting on cranial acetabular rim. On (B)(6) 2013, the patient had an implantation of a cementless total hip replacement to address osteoarthritis, reduction in walking distance and mobility, and pain. Extensive scarring was noted. On (B)(6) 2020, the patient was revised due to inlay dislocation. Prior to surgery the patient reported having pain, creaking sound in hip. Only the insert and head were revised. The insert was found to be disassociated from the cup. Depuy components were used during this procedure. Preoperative radiographs noted decentering of the prosthetic head in the cup consistent with inlay fracture/wear, but no mention of this in the actual revision operative notes. Doi: (B)(6) 2013. Dor: (B)(6) 2020. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device manufacturing records evaluation (mre) was performed. No related deviations or anomalies were identified. There are no non-conformances associated with this product/lot combination. Device history review : a device manufacturing records evaluation (mre) was performed. No related deviations or anomalies were identified. There are no non-conformances associated with this product/lot combination.